Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was sensing vf episodes and aborted the charge. It was noted that the lead was fractured. The lead was capped.